Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that an exalt model b single use scope was used during a bronchoscopy procedure performed on (B)(6) 2024 for treatment of central airway obstruction. During the procedure, while the scope was inside the patient's airway, the image was lost and the scope error screen displayed. The nurse tried unplugging and plugging the scope back in, but the image was not recovered. The procedure as completed with a second exalt scope. There were no patient complications related to this event.